Manufacturer narrative:
Siemens has completed the investigation: based on the instrument log review, the root cause for the suspected discrepant high sodium results when compared to the corresponding repeated results on another rp500e analyzer is unknown. There was no indication of a measurement cartridge issue and no sodium sensor instability observed during the time the patient samples in question were measured. There was no instrument malfunction, nor any systematic errors. The rp500e sn (B)(6) is performing as intended. The customer's issue was resolved by changing the measurement cartridge and is currently operational.

Manufacturer narrative:
The customer has provided limited information and has been asked several times to provide additional information. Siemens has requested the r1 data files for investigation but to date, the files have not been received. The cause of this event is unknown.

Event description:
The customer reported a discrepant high sodium result run on the rp 500e when compared to another rp 500e. There is no report of injury due to this event.